Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults, won't power on monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p2 and p4 pads were loose. The cause of the non-functional battery pack is the loose busbar pads. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery pack. Manufacturer date: belt: 05/21/2018, battery: 11/17/2018.

Event description:
A us distributor reported that a patient was receiving check therapy electrode messages, had battery faults, and reported that the battery was unable to power on the monitor.